Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not charging. There was no reported impact to the customer's blood glucose level. Reportedly, the pump began to charge successfully and contact declined to continue troubleshooting with tandem technical support.